Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; that during the surgery on (B)(6) 2013 the k-wire was used for temporary fixation. The drilling for the screw was done with the k-wire remaining in the bone. The drill tip touched the k-wire and got broken in the bone. The surgeon tried to retrieve the broken fractures, but part of drill bit remained in the bone. This is report 1 of 1 for complaint (B)(4). This report is for unknown drill bit.

Manufacturer narrative:
Device is an instrument. Device is unknown part and unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.